Event description:
Abnormal transmission of "device" with a low impedance on the rv lead. No rv pacing but 100% with underlying atrial stand still. The lead was capped and re-implanted a new lead implanted with tunneling the left sided chronic ra lead over the right sided pocket, venography completed at this time also.